Manufacturer narrative:
We found issues with driver board. Replaced new driver board in the hamilton-c1 and it works as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: machine not working. No patient involvement.